Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem - additional. H2: additional information. H6: adverse event problem - additional.

Event description:
It was reported that the wearable stopped working occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of the wearable stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.